Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during a dense mesh stent procedure, the operator advanced the intermediate catheter navien to the c4 posterior curve via the synchro-14 guidewire and guided the marksman catheter to the distal m2 segment. After fully hydrating the ped-500-30 stent, it was delivered into the catheter and deployed at the m1 segment. However, during deployment, the distal end of the dense mesh stent could not be opened. Multiple attempts of the operator, including pushing, pulling, and retrieving maneuvers, were unsuccessful in opening the tip end.  Considering that the patient's blood vessels may have endothelial damage after multiple attempts, the stent was removed. It was found that the stent¿s tip end was conical, and the catheter tip was deformed. To ensure the procedure could proceed smoothly, both the catheter and stent were replaced for surgery. Then the procedure was successfully completed and the patient experienced no adverse reactions. The catheter was flushed as indicated in the IFU. The device and any accessories were prepared as indicated in the IFU.  The pipeline was used for an approved (on-label) indication.

Event description:
Additional information was received. The lesion was a sidewall aneurysm located at the c6 segment, with moderate vessel tortuosity noted. The patient is currently recovering well and did not experience any symptoms related to the failure to open or catheter deformation. Although multiple attempts were made to open the stent, including re-retrieval, pushing and pulling, and deploying sufficient length, no endothelial damage to the patient's vessels was confirmed. The cause of the failure to open and catheter deformation are unknown. The pipeline device was not placed in a vessel bend when the failure occurred; it was at the m1 level.

Manufacturer narrative:
Updated a2, a3, a4 and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex device was returned for analysis inside an open pipeline flex inner pouch, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The braid¿s distal end was found not open due to damaged braid, while the proximal end was open and frayed. The braid¿s middle section was fully open without damage. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report was confirmed, as the returned pipeline flex braid¿s distal end was found to be not open due to damaged braid. Possible causes of failure to open include vessel tortuosity, a damaged braid, and the user deploying the braid in the vessel bend. In this event, the customer stated that the vessel tortuosity was moderate and that the pipeline device was not placed in a vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. Therefore, a damaged braid could have contributed to the failure to open complaint. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.